Manufacturer narrative:
This case represents an adverse event from a displaced gastrostomy tube, which subsequently lead to peritonitis and abdominal septic shock. The case required medical and surgical intervention to prevent further life-threatening illness; however, the family elected comfort measure given the patient's expected poor neurologic outcome from a prior cardiac arrest. Because further care was halted by the family, there is minimal information, and it is difficult to determine the definitive cause of gastrostomy tube displacement. The most common cause of gastrostomy tube displacement is accidental excessive traction applied to the tube during routine care such as patient turning. This known complication of percutaneous gastrostomy is not related to the placement method; however, it is related to post procedure care.

Event description:
One day following a tracheostomy, the patient received a percutaneous ultrasound gastrostomy. There were no complications during the procedure, at the end of which gastric contents were aspirated and observed to confirm intragastric placement. Feeding orders specified a 6-hour delay prior to initiation. On the following morning the patient developed hemodynamic instability requiring two vasopressors. A chest CT was performed to evaluate for pulmonary embolism, and no embolism was identified but free intraperitoneal air was observed. An abdominal CT was then performed and showed the g-tube retracted with the internal bumper positioned against the anterior abdominal wall. With these findings, the care team consulted surgery; however, the patient's family declined further operative intervention. No further interventions were undertaken as the family requested transition to comfort care measures. Follow up discussions with the proceduralist and care team suggested that the g-tube displaced between initial placement and the initiation of feeding, since the procedure itself was uneventful. However, due to the absence of confirmatory post-placement imaging and no documentation of bolster depth at the time of feeding, the precise timeline and cause could not be established.